Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Drive support cap was normal. No harm requiring medical intervention was reported. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.